Manufacturer narrative:
No medwatch form was received. External insulation abrasion was noted at 10.7-12.4cm from the helix, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 8.0-11.5cm from the helix. Internal insulation abrasion was noted at 8.0-9.3cm and 12.5-13.7cm from the helix. The etfe coating was intact at these locations.

Event description:
It was reported that the lead was explanted and replaced due to externalized conductors.